Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top left front tooth is protruding further than the rest of their teeth and chipping and causing them concern. All their teeth appear to have shifted forward, looking like an overbite. Provided information on using hyperbyte for 5 minutes and how overbites are corrected case by case basis as the clear aligners are limited. Requested additional information, bite video to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.